Manufacturer narrative:
Manufacturing engineering reviewed the photo and determined this was caused by misalignment of the tyvek and the incomplete seal was not noticed by the operator. Production supervisors were notified. Device not returned, picture sent.

Event description:
Customer reported on (B)(4) that 1 pc had a packing failure. Pouch was not sealed.

Manufacturer narrative:
(B)(4).

Event description:
Customer reported on (B)(4) that 1 pc had a packing failure. Pouch was not sealed.